Event description:
After the transfer set had been in use for 10 days, it was noted the liquid could not be stopped, even after closing the clamp. There was no use of additional disinfectant. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for crack/broken occluder feet. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The root cause of this problem is unknown. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.